Event description:
It was reported by the rep that when the devices were used during a laparoscopic assisted vein hysterectomy procedure, they jammed and did not open. Opened another device to complete the case. There was no consequence to patient.